Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had noise episodes. The patient was asymptomatic. During the revision procedure, the physician noted insulation abrasions on the lead. The rv lead was explanted and replaced. The patient was stable throughout procedure.